Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that the pain was so horrific that they wanted the device removed and they couldn¿t wait for the permanent implant on thursday ((B)(6) 2019). The patient reported the leads were pulled on and they felt they have moved. There were no further complications reported.